Event description:
Journal reference: miele, v et al. "Intrathecal morphine therapy related granulomas: two case reports." West virginia medical journal. Sept-oct 2006; 102(5): 16-18. Case number 1 describes a male experiencing back and leg pain secondary to a logging accident where he sustained lumbar vertebral body fractures. The pt was implanted with a synchromed pump for failed back surgery syndrome. During a pump replacement for a low battery; the pt's system became infected with vancomycin sensitive staphylococcus epidermidis. The entire system was then removed. The system was later replaced.

Manufacturer narrative:
Journal reference: miele, v et al. "Intrathecal morphine therapy related granulomas: two case reports." West virginia medical journal. Sept-oct 2006; 102(5): 16-18. (See scanned pages).